Event description:
It was reported that the physician's tablet serial cable was not working properly. This was confirmed by troubleshooting performed by swapping the serial cable with a known good cable, which then resolved the issue. A replacement serial cable was shipped to the physician as a result. Two patients were affected due to this issue as their generators could not be interrogated. Additional information was received that the two patient's whose vns devices could not be interrogated previously had returned to see the physician and had no issues in the device interrogation with the new serial cable.